Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged the insulin pump having blank display, pump error 3 and 54 alarms. No blank display noted during testing. Insulin pump passed the displacement test, sleep current measurement, active current measurement, and self tests. No unexpected pump error 3 and 54 alarms noted during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the insulin pump history found multiple pump error 3 on (B)(6) 2021 11:51:13 and pump error 54 alarm file ID = 32122; line number =1421 on (B)(6) 2021 19:57:11. Due to software error. Insulin pump was cut open to perform visual inspection no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. In conclusion, no unexpected blank display, pump error 3, 54 noted during testing. Pump error 54 and 3 alarm confirmed in the insulin pump history due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received multiple pump error alarm 2 times. The insulin pump had blank display. The battery compartment was not damaged. The contacts on battery cap were not damaged. Insert battery alarm was displayed on pump screen. The display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.